Event description:
The suture was used during an opthalmic procedure. Reportedly the needle broke and fell into the pts eye. The procedure was delayed 45 minutes while the surgeon tried to locate the needle. The needle was finally located. No injury to the pt.